Manufacturer narrative:
During preventive maintenance, performed at the customer site on (B)(4) 2021, the thermogard console (sn (B)(4)) failed the functional testing. The investigation findings determined that the likely root cause of the observed console issue was due to a defective pump rotor as a result of wear and tear. The pump rotor was replaced to address the issue. The thermogard console is a reusable device and was manufactured in august 2011 and is 10 years old, well beyond its expected serviceable life of 5 years. Visual inspection was performed and noticed broken pump raceway lid, a cracked top lid, and the coldwell cap missing likely caused by user mishandling. All the damaged and missing parts were replaced during service to resolve the observed issues. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and function as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard xp ivtm system with serial number (B)(4).

Event description:
During preventive maintenance, performed at the customer site on (B)(6) 2021, the thermogard console (sn (B)(4)) failed during functional testing. No patient involvement.